Event description:
During a pulmonary vein isolation procedure, an effusion was noted requiring surgery. During ablation the patient became hypotensive. The ice catheter was used to examine the pericardial space and an effusion was noted at the base of the left atrial appendage. A pericardiocentesis was performed and patient was transferred to surgery where the perforation closed. The surgery was successful, and the patient is stable. There were no alleged performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported effusion. Per the IFU, cardiac perforation is a known risk during the use of this device.